Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor and has sensor glucose and blood glucose differences. The customer's blood glucose and sensor glucose readings were unknown at the time of incident. Troubleshooting found that the customer was hospitalized but did not want to provide any information. Customer also indicated that the tape has irritated her skin. Customer was advised to speak with their doctor regarding the irritation and site placement. Customer was advised to monitor the pump and to call back for further assistance if necessary.